Manufacturer narrative:
The device has not been returned to the MFR at this time for eval. A lot history review (lhr) of (B)(4) showed no other similar product complaint(s) from this is lot number. (B)(4).

Event description:
It was reported that the PICC had been flushed and as dressing was being applied, pt complained of difficulty breathing, tightness of chest, face very flushed. No complications with insertion. PICC kept insitu. Symptoms resolved within 5 minutes, vital signs stable.